Event description:
It was reported to boston scientific corporation that a boston scientific sling system (exact type unknown) was used during a procedure on (B)(6), 2011. According to the complainant, the patient had the sling removed on (B)(6), 2011. The details of this surgery and the patient's current condition are unknown. Attempts to obtain additional information have been unsuccessful.